Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-4068-90h suturelasso's wire at the tip broke. This occurred during a case, with no patient effect reported. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was provided on (B)(6) 2023, where it was stated that this event occurred during a hip scope on (B)(6) 2023 when the loop-in wire broke while the surgeon shuttled the suture. All fragments were retrieved. Another ar-4068-90h suturelasso was used to complete the case.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.